Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into clinic with aborted shocks due to low hv lead impedance. The svc coil was turned off and the issue was resolve.